Event description:
According to the literature source of study performed between january 2020 and december 2022, a retrospective study evaluated outcomes in patients who underwent elective laparoscopic totally extraperitoneal inguinal hernia repair between january 2020 and december 2022. Fixation of a competitor mesh was performed using absorbatack in the majority of cases by placing 2 tacks along the inferior edge of the mesh to the pubic bone/pectineal ligament and another 2 tacks laterally in the upper-outer quadrant of the mesh at least 3¿4 cm above the ilio-pubic tract to avoid any injury to the nerves. There were 117 patients in the study and complications included: chronic pain, seroma, hematoma and hernia recurrence. Ultrasound imaging was performed for any swelling in the inguinal region to ascertain the presence of seroma, hematoma, or recurrence, though no additional interventions were reported. Urine retention was not related to the device.

Manufacturer narrative:
Kai siang chan, jingwen lee and marc weijie ong. Evaluating a single surgeon¿s learning curve for laparoscopic totally extraperitoneal repair of inguinal hernia with telescopic dissection: a cumulative sum control chart analysis. Journal of laparoendoscopic & advanced surgical techniques volume 34, number 3, 2024. Doi: 10.1089/lap.2023.0418. Pages 227-234 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.